Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's left ventricular (lv) lead was found to have exhibited low pacing impedance, loss of capture, and extra-cardiac stimulation. The physician suspected the lv lead had been damaged due to the patient attending physical therapy. Surgical intervention was planned but was not yet completed. The patient was stable throughout.

Event description:
New information received notes that no surgical intervention was completed, and the current intervention was that the patient will continue to be monitored.